Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Implant date: unknown date in (B)(6) 2014. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken right tibial nail hardware removal and revision were performed on (B)(6) 2016. The tibial fracture was in hypertrophic nonunion. Bone had grown into the cannulated portion of the nail. The original nail was implanted on an unknown date in (B)(6) 2014. The explanted hardware included the proximal portion of the nail and three (3) screws. The screws were removed fully intact. The nail had broken at the distal (top) hole. The surgeon had to create an additional drill hole large enough to get instrumentation in to remove the small part of the nail which had broken off into the distal tibia. There was a reported ninety (90) minute surgical delay. It was confirmed by radiography that no fragments remained in the patient. The patient was revised to a larger diameter tibial nail with proximal and distal screws. The procedure was completed successfully and the patient was stable postoperatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was also performed for the sterilization of subject device lot. The reviews showed that there were no issues during the sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.